Event description:
"Marking performance since caller could not determine if it is true undersensing or not" " avg. V. Rate during at/af> threshold, threshold: 1 hrs at 100 bpm". Leads manufactured by boston scientific. Case: (B)(4) / (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).